Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that resistance was felt while removing the cutting balloon from the patient's body. The patient was scheduled for a percutaneous peripheral intervention (ppi). Access to the lesion was obtained via the right femoral artery using a non-bsc introducer sheath. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. A non-bsc guide wire was selected and advanced and crossed the lesion. A 6.00mm x 2.0cm x 90cm peripheral cutting balloon was then selected and advanced to the lesion over the guide wire. The cutting balloon was inflated at 10atm to dilate the lesion; however, the lesion was not dilated enough. During the 5th inflation of the balloon, it was noted that the balloon ruptured at 10atm and was subsequently removed from the patient's body. The device was successfully removed from the patient; however, it was noted that resistance was encountered during the removal of the cutting balloon. The procedure was completed with a non-bsc 6x2 balloon catheter at 15atms. Furthermore, when the non-bsc sheath was removed from the patient it was noted that there was 2-3cm tear from the distal end of the sheath, nothing was detached. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluted by manufacturer: the device was returned for analysis. A microscopic analysis revealed a pinhole in the proximal balloon body. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that resistance was felt while removing the cutting balloon from the patient's body. The patient was scheduled for a percutaneous peripheral intervention (ppi). Access to the lesion was obtained via the right femoral artery using a non-bsc introducer sheath. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. A non-bsc guide wire was selected and advanced and crossed the lesion. A 6.00mm x 2.0cm x 90cm peripheral cutting balloon was then selected and advanced to the lesion over the guide wire. The cutting balloon was inflated at 10atm to dilate the lesion; however, the lesion was not dilated enough. During the 5th inflation of the balloon, it was noted that the balloon ruptured at 10atm and was subsequently removed from the patient's body. The device was successfully removed from the patient; however, it was noted that resistance was encountered during the removal of the cutting balloon. The procedure was completed with a non-bsc 6x2 balloon catheter at 15atms. Furthermore, when the non-bsc sheath was removed from the patient it was noted that there was 2-3cm tear from the distal end of the sheath, nothing was detached. There were no patient complications reported and the patient's status is good.